Manufacturer narrative:
Investigation summary: it has been received 1 sealed sample of 50pf lot 1811208 for investigation. Upon visual inspection of this sample, no damage or molding defect can be observed in it that could cause leakage and the stopper is correctly assembled to the plunger. DHR of lot 1811208 has been reviewed not finding any annotation or deviation regarding the alleged defect. Tightness test is performed to every syringe in assembly station during manufacturing process. In case any fails, it is automatically rejected to scrap. Leak test is carried out with the sample received according to procedure pc-039 and iso 7886-1 annex d. It meets iso 7886-1 annex d. It is disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection. Molding: 2 injections per shift. Printing: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift assembly: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in the pallet#1, once in pallet#11, and once in last pallet of the lot. Assembly: once in the pallet#1, once in pallet#11, and once in last pallet of the lot. Primary packaging: once in the pallet#1, once in pallet#11, and once in last pallet of the lot. This issue is not related to a manufacturing defect. Since no incidence has been found in DHR review, and sample received meets iso7886 annex d, a definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd perfusion¿ syringe w/needle there was an issue with piston leaking.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd perfusion¿ syringe w/needle there was an issue with piston leaking.